Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17617812m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: acunav, model #: m-5723-06; lot #: g1021688. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with three c3 webster quadrapolar with auto ID-fixed catheters and a webster coronary sinus with auto ID catheter suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history was unknown. A transesophageal echocardiogram was performed prior to the procedure and it reflected no baseline effusion or clots. After the diagnostic catheters and the acunav catheter were placed, the physician went transseptal. The patient¿s blood pressure dropped. It was then noted on ultrasound that the patient had a pericardial effusion. A pericardiocentesis was performed. The patient was reported to be in stable condition at the time the complaint was reported. There was no ablation catheter in the patient. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Additional information was received on may 31, 2017 on the event. It was reported that a female patient underwent an ablation procedure for paroxysmal atrial fibrillation. Pericardiocentesis yielded an unspecified amount of fluid. There is no information regarding patient outcome. Patient was in sinus rhythm during the procedure. Adverse event was discovered after placing the webster coronary sinus catheter. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to the transseptal needle. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. There is no sheath information. Generator parameters, settings, power titration, overall ablation time at the site of injury, and last ablation cycle time at the site of injury were not reported, as no ablation was performed. There is no information regarding irrigated catheter flow setting or anticoagulation during the procedure. There is no information regarding shaft proximity interference value, catheter proximity, or catheter zeroing. There were no errors reported on any biosense webster, inc. Equipment during the procedure. (B)(4).